Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a high ketone level identified as dangerous by healthcare provider. Customer alleged the pump was not delivering boluses as intended; however this could not be confirmed as a system check with tandem technical support confirmed the pump was functioning as intended. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.